Event description:
The customer reported low oxygen issue on the revel ventilator. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). The equipment was received in vyaire facility for evaluation. The event trace was downloaded and being reviewed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: root cause diagnosis # 1. And 3. Service technician was unable to verify customer reported complaint no.1 and no.3 that states, "low oxygen, hardware fault 20 and battery issue" during bench testing. Event trace download reveals hardware faultault 20 and 21 alarm condition but was unable to duplicate during bench testing ventilator was hook up to a known good power source, patient circuit and hook up to a 50psi oxygen outlet. Ventilator passed 54 hour of extended testing without any error or unusual alarm condition. Several patient outlet port leak test was performed after extended run; ventilator passed with no issue. Device was opened and inspected; no anomalies were found. Service will replace the hybrid board to address hardware fault issue and will process ventilator through service to meet all factory specifications. Root cause diagnosis no. 2: ventilator fails initial final test at pressure performance test 3 @ positive end expiratory pressure @ 20 test. Minimum required value is 18.0 actual is 9.9 cmh2o. Bench testing reveals a non-conforming exhalation module was causing the ventilator to fail, this condition of the device will cause the customer reported issue. Replaced exhalation to resolve the issue and process the ventilator thru service. Exhalation module will be sent to failure analysis lab for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.